Event description:
It was reported that the customer had been using the pump with no problem since the morning of (B)(6). However, just after 20:00, a "no disposable, clamp tubing" alarm sounded. So they changed the pump to another one, and after that, administration of medical fluid was successfully completed. No patient injury was reported.

Manufacturer narrative:
Functional testing: sample was filled with 100 ml of water; the sample was connected to the cadd legacy plus to look for unusual function. Results: sample was fully priming and connected without difficult, the pump was set running and no alarms were activated. The complaint is not confirmed. Root cause - the complaint was not confirmed due to sample was tested and no alarms were activated. Actions taken: no actions taken were performed since the complaint was not confirmed. However per trend review in no disposable alarm complaint code an escalation to investigate this failure was initiated on (B)(6) 2021 under (B)(4).